Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was cholangiogram done on procedure? No was device fired over another clip or hard structure? Not that I am aware of. On which firing did issue occur? On the 3rd firing how was case completed? Opened another clip applier. What was procedure date as synergy form says (B)(6) 2014 and unknown in event description? Unknown.

Manufacturer narrative:
(B)(4). After further investigation it was determined that this report is a duplicate of 3005075853-2014-07199. This file has been voided.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not form properly. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.